Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician used 6 ncircle tipless stone extractor during a stone extraction procedure and every one of them broke during surgery. The open and closing action became more restrictive, the more it was used. After the difficulty occurred, the physician just continued to open and use additional extractors until the procedure was finished. Per the initial reporter, user technique may have been a factor in the extractors breaking. Medwatch #1820334-2018-00958 for 1 ncircle tipless stone extractor, lot #8117705. Medwatch #1820334-2018-00969 for 3 ncircle tipless stone extractors, lot #8495889. Medwatch #1820334-2018-00974 for 2 ncircle tipless stone extractors, lot # unknown. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. Two devices were returned for investigation. A functional test noted the handle actuated the basket formation without issue. A visual examination noted that one wire has pulled out of the distal cannula on each of the devices. There was no other damage noted. The device history record was reviewed and a possibly related non-conformance was noted during the production of this lot. This one device was scrapped due the device failing pull testing. The remainder of the lot was inspected and no other tensile test failures were found. A complaint history search revealed this is the only complaint associated with the complaint device lot number 8495889. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Both complaint devices were found to have 1 of the 4 basket wires separated from the cannula. There were also 2 other related complaints for issues that occurred during the same procedure. The information provided in the complaint indicates the issue was with the handle function of the devices and does not mention any basket damage. The returned devices for all 3 related complaints found the handles did function, but basket damage was found with all 4 devices. It is likely that the baskets did not function correctly when in the tortuous path of the scope, but did function normally when not in the scope. The observed basket damage could have occurred when the device was retracted from the scope with the basket in the open position. The IFU contains cautions about manipulating the device to prevent damage. Information provided with the complaint indicates improper orientation of the device during use. When the handle is not pointed at the patient, side loads placed on the sheath near the handle can cause damage to the device and prevent proper basket function. The cause for this complaint is related to user technique. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.